Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. It was also reported that air bubbles were noted in the infusion set tubing. The customer reported a blood glucose level of 294 (mg/dl). During troubleshooting with tandem technical support, it was noted that cold insulin was used to load the cartridge. The customer was advised to use room temperature insulin when loading insulin into the cartridge. It was indicated that the pump supplies would be changed.